Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of noise was observed via egm. The lead was capped and replaced. The patient condition was good.